Manufacturer narrative:
The instrument has been returned to isi and evaluated. Failure analysis was unable to replicate the reported complaint. The stapler 45 was placed on an in-house system for functional testing. The stapler initialized, clamped, fired, and unclamped with no issues. The clamp test was also performed and passed with the 0.032 go gauge. The stapler had no issue being removed from the cannula. However, the instrument was found with a broken piece of the srk stuck in hole number 1. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken piece of the srk found inside of the stapler 45 instrument during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted left colon resection procedure, as the stapler 45 instrument was being removed, the jaws would not close. The site used a stapler release kit (srk) to close the jaws, however, the techinical service engineer (tse) informed the customer that the srk only works to release the jaws when clamped on tissue. The surgeon was able to remove the instrument by pressing emergency stop button and power cycling the system. Furthermore, the procedure was converted and completed as an open traditional surgical procedure. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: the isi clinical sales representative (csr) confirmed that the conversion to open procedure was not due to a malfunction of the system, instruments or accessories but rather due to patient anatomy. A replacement stapler instrument was used without issues.